Event description:
Description of event according to initial reporter: the patient came in for a scheduled cardiac catheterization on (B)(6) 2021. During the procedure, a secondary strut from the indwelling celect filter was noted to have broken off and migrated to the patient¿s heart. The filter appears to be tilted and mangled. In (B)(6) 2019 imaging, the strut was noted to have been flipped upward, and perforation was noted. The perforation was not noted to be causing any difficulties. The patient is believed to be asymptomatic but this information is unconfirmed. The facility would like the patient to be referred to an other hospital to have the strut removed from the heart. Additional information received: further notes obtained yesterday (in a timeline): (B)(6) 2011 ¿ filter was placed in patient. A month later an emobli reached the lung. 2013 ¿ no image on record, but a report taken during a patient visit notes the presence of the filter, but no status given on filter state. 2015 ¿ xray taken of the patient shows filter is present ¿ no further notes on status of filter. (B)(6) 2019 ¿ patient has a chest x ray taken due to respiratory distress ¿ image shows a secondary strut was pointed up into the right renal vein ¿ 2 other struts are twisted and filter tilted to right. (B)(6) 2019 ¿ CT image taken of patient shows the strut that was pointed up into renal vein is now gone. (B)(6) 2021 ¿ filter leg found in patients heart during cardiac catheterization. Patient outcome: it is unknown the cardiac catheterization was able to be completed due to the detached/migrated strut finding. Patient outcome good. Facility and district manager are attempting to schedule removal procedure of the secondary strut from the patient's heart.